Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. G2: foreign: event occurred in germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the spring on the oxford femur retractor broke during the procedure without being noticed, and unfortunately, a fragment was retained inside the patient. As a result, the fragment had to be removed during a subsequent surgical procedure. Attempts have been made, and no further information has been provided.